Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and loose stool. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with injection cefazolin (1gm, once daily, intraperitoneal, ongoing) and injection heparin (1000iu, once daily, intraperitoneal, ongoing), injection amikacin (100mg, once daily, intraperitoneal, discontinued) and tablet fluconazole (150mg, on alternate days, oral, ongoing) for peritonitis. On an unknown date, the patient was recovered from peritonitis event. Pd therapy was ongoing. No additional information is available.